Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of the biopsy channel port is shaved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the biopsy channel port may have contacted with metallic parts of the endo therapy accessories and/or cleaning brushes when passing through, which may have caused the malfunction to occur. However, a definitive root cause could not be determined. The event is detectable by handling the device in accordance with the following instructions for use (IFU). IFU: bronchofiberscope bf-e2 series operation manual ¿chapter 3 preparation and inspection states detection methods¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited the forceps channel port was shaved. There were no reports of patient involvement.